Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 05/31/2018, that on (B)(6) 2018, an errhwbat was displayed on the receiver. No additional event or patient information is available. No product or data was available for evaluation. Confirmation of the error icon and a probable cause could not be determined.